Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm that the straps in both devices presented with the same difficulty and the straps did not adhere to the tissue/mesh? Bleeding occurred during the procedure. Was it the inability of the strap(s) from each device piercing but not adhering to the tissue/mesh what caused the bleeding? Was the bleeding noted during the procedure? How much bleeding was noted? Did the bleeding exceed what one would anticipate during a normal surgical procedure/hernia repair? It was reported bleeding was controlled. Did the patient require any medical and or surgical intervention to control the bleeding? Was the procedure a laparoscopic hernia repair? If yes, did the procedure remain a laparoscopic procedure or was there any need to convert to an open procedure? How was the procedure completed, was another secure strap used to complete the procedure? What is the status of the device being returned? If the device was shipped for evaluation, provide the tracking number?

Event description:
It was reported that a patient underwent a coelio hernia procedure on (B)(6) 2019 and the absorbable straps were used. During surgery the anchor did not settle on the wall and caused bleeding that could be controlled. It was reported that there was an extension of procedure time. There were no adverse patient consequences reported.